Event description:
A threadlock right angle plate, 21 hole (50-195-21) was surgically implanted in 2001. Subsequent to that date the plate fractured. The plate was removed 8 weeks later. No further complaints have been reported.